Manufacturer narrative:
Date of event: estimated two months prior to aware date of (B)(6) 2020.

Event description:
It was reported that the patient experienced a cerebral vascular accident. On an unspecified date, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. A few months ago, the patient presented to the hospital with a middle cerebral artery stroke. Transesophageal echocardiography (tee) revealed a flow through the watchman device. However, the patients one year tee did not visualize any flow and the patient was on aspirin. The patient was treated for the stroke and discharged on oral anticoagulant therapy.